Event description:
Pt expired when no alarms or waveforms were noted at central monitoring system. Customer acknowledges that user did not place batteries in telemetry transmitter, which are required for operation, as indicated in product labeling.